Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that their onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 6:00am. The patient claimed to have obtained a result of "218 mg/dl" from the subject meter compared to a result of "89 mg/dl" obtained from another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages their diabetes with pills with diet and/or exercise. The patient stated that they took their usual dose of diabetes medication on (B)(6) 2015 at 6:00am in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "trembling, sweating and dizziness" between 15-20 minutes after the alleged inaccuracy began; however they denied having received treatment. At the time of troubleshooting, the csr noted that the test strips were not identified as counterfeit/suspect, the patient did not have control solution to perform a walk through test, the test strips had not expired or been open for longer than the discard date, the patient was unable to confirm if the test strip vial was cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was unable to describe their testing steps and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "trembling and sweating" after the alleged inaccuracy began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (06/22/2015). The patient¿s meter has been returned on 6/10/2015 and evaluated by lifescan product analysis on 6/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.